Event description:
It was reported that the pt was revised due to flexion gap problem. Only the articular surface was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.